Event description:
The daughter of an (B)(6) male pt called zoll customer support to report that the wires were cracked at the pt's vibration box. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (exposed wires) has been confirmed. Upon eval the electrode belt cable was damaged at the distribution node (dn). The dn to ECG "c&d" cable was pulled from the strain relief at the dn. The cause for the damaged cable cannot be positively determined but was likely the result of excessive force. No adverse event resulted from damaged cable. The pt received a replacement electrode belt.